Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode where inappropriate anti-tachycardia pacing (atp) and electric shocks were delivered for what appears as atrial originated arrhythmias. Therapy was exhausted. Various reprogramming options were discussed for this ICD that remains in service. No additional adverse patient effects were reported.